Manufacturer narrative:
Field service engineer (fse) was dispatched who found erratic retention times causing peaks errors. Fse replace inlet and purge valves to correct problem, customer ran calibration and controls. No further action required by fse. The probable cause of the event was related to the inlet check valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 the field service engineer (fse) reported erratic resolution times causing peaks of unknown origin (poo peaks) with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results